Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging irritated and puffy eyes, dull headaches, feeling tired and that the device has "a little smell". There was no report of patient harm or injury. The device was returned to the manufacturer. There was no visible evidence of foam degradation found during the evaluation. The customer's complaint could not be confirmed. In addition, the device was scrapped.